Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, t was observed that the cutter could not be secured as the device was power broken. It was determined that this was due to a worn out locking cylinder, which allowed the device to run in the safe or load position. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during routine maintenance, it was observed that the motor device had vibration or was extremely hot. There were no delays in the surgical procedure. A spare device was not available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.